Manufacturer narrative:
E1 initial reporter address 1: bo rincon sector lomas hospital menonita g2. Corrected, removed report source 'foreign'. Device evaluated by manufacturer: the complaint device was received for product analysis. A visual examination identified that body of the guidewire was kinked, not the reported proximal tip. The distal section of the guidewire was returned detached. No other issues were identified during the product analysis. Based on the evidence, the reported event of the burr being stuck on the wire can be confirmed due to kinks found on the body. The observed additional finding of detachment of the distal section of the guidewire did not contribute to the reported issue.

Event description:
It was reported that the burr became stuck in the lesion and patient underwent surgery. A 70% stenosed target lesion was located in the severely calcified and mildly tortuous ostial circumflex artery. A 1.50 rotaburr and rotawire were selected for use. During the procedure, resistance was felt when trying to exit the wire through the proximal end of the advancer. Upon removing the wire, it felt like it was trapped, and the proximal tip of the wire was noted to be a little kinked. The bent was modified, and progress was made without problem. Ablation was completed without complications however, the physician noticed that there was resistance. When trying to remove the burr, the guide catheter lost its ostial position in his opinion. The proximal part of the burr was stuck to the aorta and did not allow the guide catheter to be reinserted. They tried to snare without success. Ping pong was attempted with a second wire, managing to channel again successfully, but without success in removing the burr. Other options were stopped, and by-pass surgery was performed.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6) hospital.

Event description:
It was reported that the burr became stuck in the lesion and patient underwent surgery. A 70% stenosed target lesion was located in the severely calcified and mildly tortuous ostial circumflex artery. A 1.50 rotaburr and rotawire were selected for use. During the procedure, resistance was felt when trying to exit the wire through the proximal end of the advancer. Upon removing the wire, it felt like it was trapped, and the proximal tip of the wire was noted to be a little kinked. The bent was modified, and progress was made without problem. Ablation was completed without complications however, the physician noticed that there was resistance. When trying to remove the burr, the guide catheter lost its ostial position in his opinion. The proximal part of the burr was stuck to the aorta and did not allow the guide catheter to be reinserted. They tried to snare without success. Ping pong was attempted with a second wire, managing to channel again successfully, but without success in removing the burr. Other options were stopped, and by-pass surgery was performed.